Event description:
The customer reported system unreliable and occasional collimator error messages on screen.

Manufacturer narrative:
(B)(4). The field service engineer on site concluded that collimator needed replacement. Replacement of frontal collimator solved problem.